Manufacturer narrative:
Investigation of this complaint found that a user had affirmed in the instrument software that the ipa concentration in bottle 10 was to be set to 100% at 15:41pm on (B)(6) 2018. However, the actual ipa concentration of the reagent in bottle 10 remained unchanged at 95.3%, because the bottle had been removed from the instrument for a period of four (4) seconds, which is not sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 10 (ipa) was used for the final dehydration/clearing step in a total of five (5) protocols, which started (B)(6) 2018. The minimum final reagent concentration required for ipa is 95%. Although the ipa concentration in bottle 10 met the final reagent concentration threshold at the commencement of the "b - factory 2 hr xylene free" protocol started in retort a at 15:42pm on (B)(6) 2018, the progressive decrease in the ipa concentration in bottle 10 after each completed processing run would have resulted in the ipa concentration falling below the minimum concentration required for use as the final dehydration/clearing reagent during one of the remaining following four (4) processing runs: the "e -factory 22 hr xylene free" protocol started in retort a at 15:57pm on (B)(6) 2018; the "d-factory 12 hr xylene free" protocol started in retort a at 15:21pm on (B)(6) 2018; the "e -factory 22 hr xylene free" protocol started in retort b at 17:29pm on (B)(6) 2018 and the "d-factory 12 hr xylene free" protocol started in retort a at 16:46pm on (B)(6) 2018. It is not possible to unequivocally determine the specific protocol during which the ipa concentration in bottle 10 would have fallen below the minimum concentration required for use as the final dehydration/clearing reagent. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of intermittent "odd staining issues" involving "patchy haematoxylin staining" of tissue in 10 cassettes from three (3) processing runs executed in retort a of peloris tissue processor serial number (B)(4) on (B)(6) 2018 reported by the complainant was a use error, which occurred at 15:41pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 10 (ipa) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding intermittent "odd staining issues" involving "patchy haematoxylin staining" exhibited by a portion of tissue samples from a processing run(s), which internal investigation had determined were attributed to processing of the affected tissue samples in retort a. On 07 march 2018, the complainant documented that the tissue samples in 10 cassettes from three (3) processing runs executed in retort a on (B)(6) 2018 were affected exhibited intermittent "odd staining issues" involving "patchy haematoxylin staining". On 07 march 2018, the complainant documented that the tissue from all cases involved in this event was diagnosable; and re-biopsy had not been recommended.